Manufacturer narrative:
Service was not dispatched. Root cause of the leaking container has not been determined.

Manufacturer narrative:
Change from: service personnel, to: health professional.

Event description:
A customer contacted beckman coulter inc. (Bec) to report receiving 1 kit of dxi wash buffer ii (10l cube) which had leaked. No exposure to the hazardous fluids or injuries to the user were reported.